Event description:
It was reported that the patient has expired after implant duration of at least 30 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient expired after implant duration of 30.4 months due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. The device history record (DHR) review was completed on 04/16/2009 and this device passed all manufacturing and sterilization inspections with no nonconformance. As at 05/29/2009 there has been no response from surgeon after repeated attempts to contact for additional information and return of the product for evaluation. There is no additional information available.